Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash that had fluid filled blisters and blisters that had opened. The patient's nurse believed that the patient had a severe allergic reaction. The patient's nurse advised the patient's physician that he that he would not be able to continue using the device and the patient ended use. Follow up indicated that the irritation improved.